Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.